Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that the atrial lead had high impedances. Both the atrial and left ventricular (lv) leads showed that they had pulled back under fluoroscopy. The lv was repositioned and remains in use. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.